Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional on linked complaint (B)(4). Review of the available records identified the following: single ap view of the right ankle demonstrates a hind foot fusion with intramedullary rod and one proximal and one distal interlocking screw. Oblique fracture through the distal tibial diaphysis along with a bimalleolar fracture. Linear lucency just proximal to the proximal tip of the tibial intramedullary rod could indicate missed drill hole. Osteopenia. Ankle mortise disruption. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The x-rays indicate a drill hole at the same level as the fracture. The fracture was caused by the drill, not the nail. As the nail was not the reason for the bone fracture, there is no device problem found for this event. The event involving the drill hitting the bone during implantation has already been reported under MDR# 0001825034-2023-02996 and MDR# 0001825034-2023-02997. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received a trauma nail on an unknown date. Subsequently, the patient was revised approximately six (6) weeks ago due to a periprosthetic bone fracture. Attempts have been made and no further information has been provided.